Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. G2. Foreign: at medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the caller reported an "issue with his charging unit", and left a voicemail in which patient services could not understand why the "sts implant fails". Further clarification was provided stating the patient caller explained in their voicemail that they had an issue with recharging their implant and could not recharge the implant. Patient services attempted to call the patient back but did not receive a response so they left a voicemail requesting call back. It was unknown what the cause/actions/resolution of the event were, as well as any implant details were unknown.